Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to first of two devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2009-00041 for a description of the other event. It was reported to boston scientific corporation in 2008, that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, during the procedure "they could not get the guide wire through the peg tube, there was no hole for it to go through". The procedure was completed with another endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".